Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x2, implantable pacing leads, (B)(6) 2002; yrir1685, stent graft, (B)(6) 2003; yrir15115, stent graft, (B)(6) 2003; yrbr2414135, stent graft, (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) may be oversensing atrial fibrillation (af). The patient will be monitored and the device remains in use. No patient complications have been reported as a result of this event.